Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No additional information relevant to the reported event has been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 17-jun-2026 and forwarded to millyard advanced medical products, llc on the same day. It was reported that the user experienced high glucose during the night, and in the early morning on (B)(6) 2026, the user performed a full supply change (cleo 90 infusion set tubing, infusion site, and twiist cassette). Upon removing the infusion site, no anomalies were observed with the cannula or site. It was then reported that the user's blood glucose continued to rise, reaching a value of 437mg/dl. The user's caregiver disconnected the infusion set tubing from the infusion site, administered a bolus via the twiist pump, and reported that they saw no insulin moving through the line. The user administered a manual injection of insulin, removed the twiist pump, and went to the emergency room (ER). The user remained in the ER for a few hours to regulate their blood glucose, then returned home and was reportedly doing much better. The user reverted to their backup insulin therapy after returning from the ER.